Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump was received with cracked case on the lcd display window corners, minor scratches on lcd display window, crack on the battery tube threads, broken reservoir tube lip, cracks on the reservoir tube window, and cracks on the reservoir tube.

Event description:
Customer reported the insulin pump was dropped and the reservoir compartment was cracked. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan.